Event description:
It was reported that when the patient presented in the operating room for device change out procedure, external defibrillation was administered to the patient when the new device failed to convert an arrhythmia during a dft test. This caused the device to enter backup vvi mode. A device download was performed successfully.